Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported prior a novasure endometrial ablation on (B)(6) 2017, the physician performed a myosure for uterine issue removal and the patient "bleed heavily and visibility became difficult." The myosure procedure aborted and the physician moved onto the novasure ablation. During the procedure "blood [was] filling up the canister." The procedure was aborted. It is unknown if there was a perforation. The physician performed hysterectomy. The patient was admitted into the hospital and discharged a couple days later. The patient is "doing fine."